Manufacturer narrative:
(B)(6). (B)(4). 17 quantity of product ((B)(4)) with lot number (unknown) were used, but it is unknown which product caused the event. Device evaluation anticipated, but not yet begun. X-ray analysis :scoliotic deformity correction s/p t3- pelvis fixation with l5-s1, tlif by report. Single ap and lateral standing films provided. Coronal balance is poor. L5-s1 bilateral rod fracture is present. Fusion does not appear present. Spondylolisthesis at l5-s1 may be present. Construct appears to have failed because of lack of bony fusion at lumbar sacral junction. Root cause undetermined.

Event description:
It was reported that the patient had arthrodesis thoraco-lumbar-pelvic with two rod together with axial connector on each side, fixed with 2 hooks at the top of construction, pedicle screws at thoraco, lumbar and sacral and with iliac closed multiaxial screws. Patient was also implanted with 2 crosslink x10, and had one tlif at l5-s1 with implant. It was found that both the rods of two sides, were broken at l5-s1 level, and set screws were unscrewed. The products came in contact with the patient. The rods broke but the screws were not broken. No fragments of the product remained in the patient. Both the rods and screws were replaced in the additional surgery. Patient complications were unknown.

Manufacturer narrative:
Product analysis: physical segregation or other means of determining which set screws backed out was provided. Visual and microscopic examination of the returned set screws identified one with peripheral wear and starburst pattern consistent with screw back out. Asymmetrical witness marks consistent with partial engagement of set screw with rod at final tightening. The above observations are consistent with partial engagement of set screw with rod at final tightening.

Event description:
There were no complications for the patient. The only drawback to the patient, was having to be operated again to review the arthrodesis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.